Event description:
This is the first report involving the same patient, a 1104g icp (intracranial pressure) catheter and the cam02. This report involved the 1104g that failed to zero. It was reported that a 1104g catheter was connected to the cam cable. The doctor used the zeroing tool to zero the catheter. A zero did not show on the camino monitor screen during this process. The surgeon placed the catheter in the patient and the icp number went to over 200 on the screen. The catheter was then removed from the patient and doctor proceeded/concluded the surgery without either item. The sales representative was called and met with the nurses. They brought the catheter with them to hook up to the camino. When the catheter was hooked back up to the camino, the number on the screen read an icp of 8. The nurse took the zero tool and zeroed the catheter to zero on the monitor. The catheter was disconnected and then reconnected and the icp read zero. The procedure performed was left temporal, parietal, occipital craniotomy and evacuation of intracerebral hematoma. The catheter was never used as a result. There was no revision, delay or injury to the patient.

Manufacturer narrative:
Integra completed its internal investigation 08/14/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual. Results: the catheter is belonged to lot 305000268295, mfg date: 20 feb 2013, and will be expired on 21 jan 2016. A review of batch history record indicates that the catheter met requirements before released to finished good. Complaint history, model 110-4xxx, from may-2014 through 29 may 2015 reviewed; there were (B)(4) other complaints issued with complaint code perf033, and none of them were confirmed. The failure percentage rate for the reported incident is (B)(4). The catheter was returned without the trocar sheath and screw driver. Microscopic particulate matter that appears to be dried blood was present on the catheter. There was no evidence indicating that the catheter was secured with sutures. The catheter was connected to test monitor (B)(4) (cal due 12 jul 2015); after a system self-check delayed, the monitor displayed an initial reading of 4. Next, the catheter was connected to test monitor cam01, (B)(4) (cal. Due 03 apr 2016); after the system self-check delayed; the monitor displayed an initial readings of 1. The catheter met specifications. The customer complained: ¿doctor used the zeroing tool to zero the catheter. A zero did not show on the camino screen during this process. The surgeon placed the catheter in the patient and the icp number went to over 200 on the screen¿ could not be duplicated. The descriptions indicate the user did not follow the 110-4g directions for use. The catheter must be zeroed prior to the insertion. In the 110-4g directions for use, section catheter preparation prior to insertion, page no2, dictates: remove the camino catheter from its sterile package and firmly attach the transducer connector to the preamp connector. If the camino display does not read zero after a short system self-check display, use the tool from the catheter kit to turn the zero adjustment on the bottom side of the transducer connector until the camino display reads zero. To measure post-craniotomy subdural pressure, first prepare the camino transducer-tipped catheter as previously instructed. Choose the burrhole through which the camino catheter will enter and notch the corner. After the catheter has been zeroed, position the tip of the catheter within the trocar¿s guide tube, and use the trocar to tunnel the catheter under the scalp, toward the craniotomy site. Then remove the trocar. Conclusion: the reported customer complaint is not verified. The catheter was connected to a test monitor and after a self-check delay, the monitor displayed an initial reading and the catheter was zeroed, functionally tested and it met all functional test criteria. The catheter was subsequently tested for twenty four (24) hour stability; constant hydrostatic head pressure over a 24 hour test period. The catheter met both the functional and stability test requirements.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported information.